Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 16 mmol/l (288 mg/dl) while wearing the pod between 5 and 24 hours. Upon the patient inspecting the pod, it was discovered that the pink slide insert did not move into the viewing window. This indicates a failure of the needle mechanism to deploy as intended.